Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of leaking at the trifuse was confirmed. Visual inspection of the tubing and connector indicated that the components had been properly bonded and engaged. However, the proximal opening of one branch of the connector appeared very deformed and not round. In addition, a leak path was noted in that branch. Functional and pressure testing was performed; leaking was detected at the proximal end of the same branch at its engagement to the tubing. The root cause was not identified; however, because 100% leak testing is performed after assembly it was determined that the deformity occurred during use.

Manufacturer narrative:
Concomitant medical products: needleless IV cap. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that heparin 250ml was initiated as a primary infusion at an unspecified rate. After 4 hours a leak was noted at the tri-fuse extension set. A routine anti-xa level was sub therapeutic when drawn after 6 hours. The event occurred in critical care.